Event description:
It was reported that during training, board displayed a "user advisory 7" error message. No adverse event reported.

Manufacturer narrative:
The complaint of board displayed a "user advisory 7" (discrepancy between load 1 and load 2 too large) was verified. The load cell was found to be defective and was replaced. This remedied the complaint. The battery lock was also missing, another lock was installed. The board passed final test. No adverse event reported.